Event description:
The instruments were used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon reported misfirings of 6 cartridges with an atw35. The 6 cartridges (lot number k00x1k) are being returned with the instrument. Surgeon provided rep with videotape of event. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #973558. Visual inspections & results: any other noticeable damage, abcdf good e brok; batch number, abcde k00x1kf; cartridge pan in place/condition, abcdef yes/good; lockout tabs on pan condition, abcdef fired and position/condition of wedge sleds, abcd foward/good. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "misfired" during surgery. Instrument was returned in good physical condition. Intrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Cartridge e was returned with right side fully fired, with left side half fired, and with broken towers. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.